Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site. The device was explanted on (B)(6) 2011. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6), 2011.